Manufacturer narrative:
(B)(4). D10: unknown head unknown. Unknown cup unknown. Unknown liner unknown. G2: foreign: australia. Proposed component code: mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a primary hip arthroplasty on an unknown date. Subsequently, the patient was revised for unknown reasons. The stem was removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. . D4: lot number updated too unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A picture of the sticker sheet was provided, but due to the quality the lot number of the stem could not be confirmed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had a primary hip on an unknown date. Subsequently, the patient was revised due to a periprosthetic fracture.